Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 112 mg/dl. The customer reloaded the existing cartridge successfully and received an accurate fill estimate. Recommendation was made by tandem technical support to fill the cartridge with 480 units per pump labeling instructions. The customer acknowledged and understood the information.